Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be completed if the investigation requires.

Event description:
Customer reported that the device is running on its own as soon as a battery is inserted. This was discovered during a case. The case was completed successfully with another device. The pt was not adversely affected.